Manufacturer narrative:
The issued complaint is for a plunger that got loose from the syringe detected by end user. Neither sample nor photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. The identified potential causes for plunger pulled out issues are all related to misuse/mishandling of the combination product by the end user. Bd IFU which was provided is detailed enough to avoid mishandling during removal of the combination product from blister or during preparation of the product for administration.

Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger on a bd ultrasafe passive¿ x-series needle guard syringe was loose and fell off before use. There was no report of injury or medical interventions.